Manufacturer narrative:
Context: the customer observed a misidentification as salmonella enterica spp enterica instead of escherichia vulneris. Vitek ms result: - one single choice to salmonella enterica spp enterica - one no identification - twenty one single choice to escherichia vulneris - one low discrimination to escherichia vulneris - pluralibacter gergoviae other method : customer cultured the strain to run it on bax pcr assay for salmonella. All samples were negative. Issue date: (B)(6) 2021. Investigation: **complaint trend analysis and device history record** there is no CAPA, no non-conformity on vitek ms linked with customer 's complaint. Since january 2016, no similar complaint has been recorded of escherichia vulneris misidentified as salmonella enterica spp enterica. **fine tuning (calibation) status** according to the vilink alert tool criteria (biomerieux remote monitoring tool for vitek ms instrument), fine tuning was needed during the tests made on (B)(6) 2021. **spot preparation quality** the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. **knowledge base review** the suspected identification is escherichia vulneris, which is a synonym of pseudescherichia vulneris. This species is present in vitek ms knowledge base v3.2. **sample data analysis** according to data provided, the misidentification result was obtained from the spectra having the lower number of peaks (30) which is the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30). When the number of peaks is just over 30, the risk to get ¿doubtful¿ results is high due to a lack of information (missing peaks, not enough peaks to eliminate candidate identification). These data allow to show that the sample ¿all peaks¿ values are heterogeneous. This issue could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator, operator skills¿). It needs to be verified with the customer. Conclusion: the root causes retained are: - non optimal spot preparation by the customer - fine tuning has drifted under the vilink alert tool criteria

Event description:
An industry customer ((B)(6)) from (B)(6) reported that he obtained a potential organism misidentification of escherichia vulneris as salmonella enterica spp enterica when using vitek ms instrument (ref. 410895) ¿ serial number (B)(4). For one isolate, the customer obtained on vitek ms: - one single choice to salmonella enterica spp enterica - one no identification - twenty-one single choice to escherichia vulneris - one low-discrimination to escherichia vulneris - pluralibacter gergoviae the customer cultured the strain to be processed via bax pcr assay for salmonella and the result was negative. There is no indication from the customer that this event led to a delay of result or impacted any person's state of health.